Event description:
There was an allegation of a questionable hcg+beta elecsys result from cobas 8000 cobas e 602 module serial number (B)(4). The initial result was 1.33 ui/l and was reported outside of the laboratory. The patient complained about the result and a new sample was collected on (B)(6)2023. The result for the second sample was 818 ui/l the first sample was then repeated and the result was 549 ui/l.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The result of 818 ui/l was obtained on (B)(6) 2023. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem could be excluded, as the provided quality control data was within expectations.